Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening, puncture opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening a striated punctured assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, white particles in the shell, an opening on posterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a sharp crease opening and a puncture opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on posterior assessed as fold flaw opening, and a striated punctured opening assessed as surgical damage-like consistent in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.